Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encountered the issue, replaced the fiber optic extension, the upper panel assembly , and labels. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while performing a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that the fiber optic connector and the spring-loaded cover were broken. There was no patient involvement, and no adverse event reported.